Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21720. Related manufacturer reference number: 2017865-2020-21721. It was reported that the patient presented in clinic with chronic pain around the device pocket. The patient stated they felt the pain since the implant of the implantable cardioverter defibrillator (ICD) system. The physician explanted the ICD, along with the patient's atrial and right ventricular leads. The patient was stable.